Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from (B)(6) and is a regulatory report from (B)(6) initially received from a physician of clinically bacterial peritonitis with negative result from cultivation in a patient coincident with extraneal viaflex therapy for continuous ambulatory peritoneal dialysis (capd). On (B)(6) 2011, the patient experienced bacterial peritonitis, manifested by cloudy effluent and abdominal pain which required hospitalization. The severity of the bacterial peritonitis was assessed as moderate. On (B)(6) 2011, extraneal was discontinued. On (B)(6) 2011, the patient began treatment with gensumycin (gentamycin) 40mg x1 and keflin (cephalothin) 500mg x4. The physician reported "in control 1.3. The situation is peaceful, antibiotic treatment continues". On (B)(6) 2011, the patient was discharged from the hospital. On an unreported date in 2011, the patient fully recovered. Extraneal was replaced with a "moderately strong glucose solution". The regulatory authority did not provide a causality assessment for the event of bacterial peritonitis with negative culture results from culture, and the relationship to extraneal viaflex therapy. The physician reported the causality assessment for the event of (B)(6) culture results as unrelated to extraneal viaflex therapy.